Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/10/2021.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had the green cap on the patient line that ¿loosens and comes off very easily". This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.